Event description:
Ventilators appeared to be ventilating, but no tidal volume readings or giving tidal volumes of 1500-2000 ml. Ventilators were sensing twice the respiratory rate of the patient than actual. Manufacturer response for ventilator, tv-100 (per site reporter). The vendor took the ventilators to test and discovered a software upgrade was needed. Vendor will upgrade software at no cost, with no timeline. This is the second major software upgrade to resolve issues with this model.